Event description:
It was reported a balloon burst on the first inflation at eight atmospheres during a distal popliteal angioplasty procedure of a calcified lesion. Resistance was encountered during withdrawal of the balloon catheter through the introducer sheath and a portion of the balloon material detached and remained in the artery. The balloon material was successfully retrieved out of the artery and into the soft tissue. No further retrieval attempts were made. The procedure was successfully completed with this balloon. This device was received, evaluated and retained by this MFR. The engineering evaluation revealed the distal portion of the balloon and catheter, along with the distal radiopaque marker, were detached and not returned for evaluation. No evidence of the distal bond was present. The distal tip of the catheter shaft was rough and elongated. Approximately 3 centimeters of the balloon material was missing and scratches were noted on the remaining balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Rough edges at the catheter shaft break area coupled with elongation of the catheter shaft indicates continual exertion against resistance beyond the tensile strength of the catheter. Although follow up indicated the balloon material detached from the catheter shaft, the evaluation revealed a break in the catheter shaft. The co beleives continual exertion against resistance contributed to this event. The co's directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontiue the procedure. Deflate the balloon. Do not reinflate and remove carefully."